Manufacturer narrative:
Findings: unit failed displacement test (9.50u units remaining on the status screen) due to motor encoder signal out of phase. Unit received with broken reservoir tube lip. Unit received missing o-ring (reservoir tube) and end cap sticker. Unit received with minor scratches on lcd window.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 122 mg/dl. The customer stated there is piece missing in the reservoir. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.